Event description:
In 2004, a pt presented with a massive gastrointestinal bleed secondary to a fistula that formed when a left common iliac artery aneurysm eroded into the small bowel. The pt was temporarily treated with a gore excluder aaa endoprosthesis iliac extender component. Postoperatively, the device became infected. Next month, the device was explanted, the left common iliac artery was ligated, and a femorofemoral bypass graft was implanted. The pt tolerated the procedure.

Manufacturer narrative:
The device was discarded by the facility. A review of the manufacturing paperwork is being conducted.